Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2013 and suture was used. When the foil was opened, it was noted that the suture was broken. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the actual needle and suture in a detached condition were received for evaluation. The needle and suture were visually examined and found to have an appropriate swaging mark at the swaged end. The bore of the needle was found to have suture leftover. The suture was able to get wound into the zipper tray, which shows that the needle and suture were attached at the time of processing. This shows that the swaging was done appropriately. Suture was found to be damaged at the tip end. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Retained representative samples were evaluated. They were visually and functionally examined for tensile strength and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.